Event description:
The customer reported a broken sear on the pump. There was no patient involvement.

Manufacturer narrative:
The reported event of sear broken file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. There are three site reports attached to this file. All three customers are having the same issues. Broken sear pictures are contained in the cambridge site visit but do not apply to this file. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The reported event of sear broken file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. There are three site reports attached to this file. All three customers are having the same issues. Broken sear pictures are contained in the cambridge site visit but do not apply to this file. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported a broken sear on the pump. There was no patient involvement.